Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: one customer sample was received. Inspection of the returned sample confirmed a hole in the tubing at the np end. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4251957. Conclusion: the root cause of this complaint is unknown at this time. CAPA (B)(4) has been opened for further investigation of this complaint.

Event description:
It was reported that the 23 g x .75 in bd vacutainer® winged safety push button blood collection set had a hole in the tubing leading to a leakage. No exposure or medical intervention.